Event description:
It was reported that the 2800 system locked up (would not produce x-rays). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the tower generator interface (tgi) board. The system was tested and found to be working as intended and placed back into service.